Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes that the lead and the device was explanted and replaced. The patient was stable before during and after the procedure and will be followed normally.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy in two instances. The first therapy delivery was because of noise detected in the vf zone. Antitachycardia pacing therapy (atp) was delivered and a return to sinus occurred. In the second instance, for the supraventricular tachycardia rhythm, atp therapy was delivered with a return to sinus before any shock was delivered. The patient was asymptomatic. Device was reprogrammed. It was also noted that noise was occurring during the peak phase of the t-wave leading to some post-sensed t-wave oversensing. Programming changes were recommended. The physician is aware of the observed behavior on the lead and will consider a lead replacement.